Event description:
When this device was inserted into the pt's eye during a cataract extraction procedure, it left a black permanent residue on the eye of 1 to 1.5 mm in size. This is a cosmetic problem and does not interfere with the pt's sight.